Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it has not been explanted yet. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens was explanted. Patient code - (B)(4): planned explant of intraocular lens. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) implanted on (B)(6) 2017, was planned to be explanted as the patient was complaining of the quality of the vision. No further information was provided.